Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a helium loss alarm occurred on the intra-aortic balloon pump (iabp) and the nurse noted blood in the intra-aortic balloon (iab) catheter tubing. No blood was noted in the iabp according to the rn. The iab was removed immediately and a second iab reinserted without difficulty or complication. Patient was stable at the time of this report. Second iab inserted and pump exchanged. Patient then supported with no alarms or issues. There was no report of patient complication, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that "a helium loss alarm occurred on the intra-aortic balloon pump (iabp) and the nurse noted blood in the intra-aortic balloon (iab) catheter tubing. No blood was noted in the iabp according to the rn. The iab was removed immediately and a second iab reinserted without difficulty or complication. Patient was stable at the time of this report. Second iab inserted and pump exchanged. Patient then supported with no alarms or issues. There was no report of patient complication, serious injury or death.